Event description:
During follow-up, it was noted that the ventricular lead measurements had deteriorated since implant. A CT examination revealed a minor perforation. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.